Manufacturer narrative:
Complaint (B)(4). Fillers were injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device generally does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling.

Event description:
The healthcare professional reported injecting form into the midface via 25g cannula. Approximately 11 days post injection the patient experienced numbness of the mid cheek and on upper lip towards cheek when laying down. The patient was treated with ib profen, famotidine, and warm and cold compresses. The hcp dissolved the left and right medial cheek with hyelenex. The patient went to the emergency room and had a CT scan which was normal. The emergency room prescribed norco for the pain. Post emergency room visit the hcp instructed continued use of pepcid and benadryl. The hcp performed another dissolving procedure on 20-aug via cannula and needle with 2cc of hyelenx. 0. Safety database number (B)(4). Additional comments: importer complaint number (B)(4).